Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor, no issues were observed. Product adhesive was returned. An extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and the investigation showed all processes were effective. Device manufacturing date has been updated based on product download.

Event description:
Customer reported experiencing an allergic skin reaction after 2 days of wearing the adc freestyle libre sensor. Customer further reported he experienced symptoms described as "skin loosens, depigmentation and red¿ at the sensor insertion site. On (B)(6) 2019, the customer had contact with a healthcare professional who prescribed transparent film and cortisone cream as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The specific date the incident occurred is unknown. The date entered is the earliest date provided by the customer. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction after 2 days of wearing the adc freestyle libre sensor. Customer further reported he experienced symptoms described as "skin loosens, depigmentation and red¿ at the sensor insertion site. On (B)(6) 2019, the customer had contact with a healthcare professional who prescribed transparent film and cortisone cream as treatment. There was no report of death or permanent impairment associated with this event.